Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a persistent atrial fibrillation ablation a faradrive was selected for use. During procedure, a transseptal puncture was performed using the versacross, and the chamber was pre-mapped with a non-bsc catheter. The non-bsc catheter was then exchanged for a farawave catheter, which initially functioned normally. However, spline inversion occurred, requiring removal of the catheter, manual correction, and repeated deployment testing before reinsertion. Upon re-entering the left atrium and wiring the left superior pulmonary vein (lspv), the spline inverted again after full deployment. The farawave was exchanged for a new 31 mm catheter, but persistent air was noted coming through the sidearm of the sheath despite multiple aspirations. The sheath was then exchanged, and with both a new catheter and sheath in place, the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis, as it was disposed of.